Event description:
The company was informed of a revision case of the tops system in israel. The original procedure was performed on (B)(6) 2020 due to spinal stenosis with grade I spondylolisthesis. The patient was treated with tops at l4-l5. The patient recently complained of pain and noises from the back during movement, and on (B)(6) 2025, the tops motion implant was removed and replaced with a new tops device as part of the revision surgery. The tops explant was returned for investigation.

Manufacturer narrative:
Review of the manufacturing records of the involved lot was performed and indicated that it was manufactured in accordance with company specifications without deviations. The explant was returned and a visual assessment identified signs of wear. The reason for the subsequent surgery was probably related to the surgical technique in the original surgery and not to the tops system. The x-ray imaging points to improper patient positioning on the operating table and malpositioning of the tops implant, resulting in accelerated wear. Implant noise, that may be related to the articulating mechanism, has been previously reported in a small number of cases where the implant was revised, without any sequelae. The cause for the revision surgery in such cases may be multifactorial, including patient and procedure related factors. The rate of revisions for the tops system is lower than the reported rates in the literature for similar systems. If additional relevant information becomes available, a supplemental follow-up report will be submitted.